Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. X-ray revealed the inner coil was fractured at the distal end of terminal pin most likely while trying to extend of helix. The x-ray also showed the crimp sleeve migrated. Destructive analysis revealed medical adhesive in the acorn, and cuts/tears in ethylene tetrafluoroethylene in multiple locations most likely made by crimp marks.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the physician felt a change after 4-5 turns when extending the helix. Abnormal impedance measurements around 3000 ohms and unacceptable threshold measurements were noted. This lead was not implanted and was replaced. No adverse patient effects were reported.